Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles leaked and were unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported no insulin flow and insulin leaking from patient end needle. Date of event : unknown, samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles leaked and were unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported no insulin flow and insulin leaking from patient end needle. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 3/28/2022. H.6. Investigation: customer returned 2 used 4mm, 32 gauge nano pen needles. No other identification was available. The pen needles were visually inspected prior to testing. 1 of the pen needles was found to have a bent needle on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needle appears to be clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was found to have the patient end of the cannula bent in half. The damage to the cannula was significant enough that the half of the cannula past the bend fell off when moving the pen needle to be photographed. The cannula being folded in half at its midsection is indicative of contact with a hard surface. There is no mark on the inside of the outer cover to indicate that this occurred during reshielding. The damaged pen needle was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle beyond the damage to the patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of leakage. Based on the samples received, embecta found that the pen needles had been damaged in such a way that they might impact blood glucose levels. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the pen needle bending on the patient end. The root cause of the damage to the pen needles may be contact with a hard surface prior to use and tightening a pen needle into place at an extreme angle.